Manufacturer narrative:
Follow-up #1: date of submission 04/27/2017, device evaluation: the device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. There was an error, alarm and warning 174 which mean the basal edit was not saved. A manual time change was observed on (B)(6) 2017 . A temp basal program was run. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and the total daily dose (tdd) showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. There were no delivery interruptions, errors or alarms during the investigation. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on an unspecified date the patient experienced a erratic blood glucose levels as low as 39 mg/dl and as high as 300¿s mg/dl with no reported signs or symptoms of hypoglycemia or hyperglycemia associated with inaccurate delivery. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Troubleshooting revealed that the pump¿s basal history did not match the active basal program. The alleged high blood glucose does meet animus¿ criteria for a serious injury. This report is made based on the allegation that the patient experienced hypoglycemia associated with inaccurate delivery of the pump.